Manufacturer narrative:
This is one event (death) for the same pt involving two separate products.

Manufacturer narrative:
Unlike the information reported by the initial report, the additional information reported by this followup does not contain an indication that the patient is deceased. As such additional information has been requested to clarify details of this event and will be reported upon receipt accordingly. This is one of two device reports that are associated with this event; associated manufacturer report numbers: 1225714-2014-14065 and 1225714-2014-14066.

Event description:
Additional information received alleges that the patient experienced a stroke on the same date as the previously reported unspecified injuries, which was a result of exposure to the product administered for dialysis treatment.

Event description:
The plaintiff's attorney alleged that the decedent experienced a unspecified injury and subsequently expired on (B)(6) 2012 after the use of the product.